Event description:
The pt received two scs leads with the same lot number. It was reported during the pt's ipg replacement procedure (ref MFR report#1627487-2014-23414), the physician noticed both of the pt's scs leads were fractured. The leads displayed invalid impedances. As a result, the physician explanted and replaced both the pt's leads. The pt has effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.